Event description:
Pt feels that device is not delivering their basal rate during the night. No error messages were generated by the device. Pt's blood glucose has been elevated (399 mg/dl) in the morning - no treatment was received. Pt has not switched to back-up device.